Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor would not flow. The device was filled with 7900mg of fluorouracil diluted with sodium chloride (nacl) for a total volume of 195ml. On day five there was still 130ml remaining in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufactured march 24, 2017 - march 25, 2017. One actual infusor was received for evaluation. The unit was returned to the plant containing approximately 56 ml of fluid in the bladder. Visual inspection on the returned unit via the naked eye showed no signs of blockage or physical abnormality that could have caused the reported flow problem. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed on the sample. The flow rates were found to be within the product specification range of 1.80 ¿ 2.20 ml/hr. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.